Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure. Device not detected on bus and customer tried to reboot the station, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers in the auxiliary device were failed. A field service engineer (fse) removed the auxiliary unit to different location. All drawers were empty with no medications loaded, and the auxiliary unit was no present from the location. The fse deleted the drawers and removed it from the configuration to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device.